Event description:
Implant date: 1992. Pt complained of pain. X-rays taken on 07/24/1993 indicate a screw fracture. Revision surgery in 1993 at which time a pseudoarthrosis was found and also "loose" screws.